Manufacturer narrative:
The lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient required an additional surgical procedure a few weeks post the initial implant. The patient reported that one of their leads had not been connected. A field representative later verified that the atrial thresholds had changed as a result of a lead dislodgement. No adverse patient effects were reported.